Event description:
A patient underwent percutaneous bile duct stent placement. After a wire guide (thsf-35-145-aes-sgh/cook) was advanced into the target lesion, the delivery system of the complaint device was advanced over it. However, it got stuck on the wire guide soon after the advancement was begun (the distal tip of the outer sheath of the device was still out of the patient's body when it got stuck). Although the attempt to withdraw the wire guide out of the system was tried, the wire guide was immovable. Thus, the wire guide was cut and the delivery system of the complaint device was removed then, the wire guide was changed to another one and the procedure was continued with the changed wire guide and a new zib6-40-10.0.60. The device involved in this event was evaluated on the (B)(6) 2014. The device evaluation noted the inner catheter of the device had separated. No adverse effect to the patient have been reported as occurring.

Manufacturer narrative:
This event is MDR reportable based on the reporting precedence established for this product family for "inner catheter separation", regardless of patient outcome. There were no zib6-40-10.0-60 devices of lot number c902651 in stock at the time of the complaint investigation. One x zib6-40-10.0-60 device of lot number c902651 was returned to cook ireland for evaluation. The device was returned in the original packaging and was on receipt. On evaluation of the returned device it has been confirmed that the non-hydrophilic wire guide was stuck and it not possible to freely advance or remove it from the delivery system. Using calibrated micrometer, diameter of the trapped wire guide was confirmed to be 0.035" which is the correct and recommended wire guide for this device. Using calibrated ruler the sheath measured 40 cm and was noted to be as per specification. There was no tactile damage to the outer sheath. The inner catheter was exposed from the outer sheath for approx. 35mm. The stent was released without resistance and no damage to the stent was observed. Further device examination revealed that distal part of the inner catheter was deformed and broken. Inner catheter was separated in the stent region and concertina affect was observed to the inner catheter distal and proximal to the pusher ring. The most likely cause of this deformation and breakage was high tensile force that was applied when the user tried to remove the wire guide from delivery system. It was noted that the wire guide was stuck only within the separated part of the inner catheter and the wire guide was movable within the remaining part of the device. A severe kink was observed on the separated piece of the inner catheter. The wire guide was removed from the separated portion of the inner catheter and it has been confirmed tht previously observed kink was on the wire guide (not on the catheter). Delivery system and separated piece of the inner catheter were advanced over the new non hydrophilic 0.035" wire guide without difficulties, confirming that no blockages or narrowing of the inner catheter contributed to the event. The customer complaint was confirmed as it was not possible to freely advance or remove the 0.035" wire guide from the delivery system. Upon evaluation of the returned device, the cause of encountered resistance was attributed to the severe kink on the wire guide. It is possible that during advancing of delivery system, the wire guide became kinked due to handling. The kink on the wire guide caused a resistance which prevented the wire guide from further advancement and consequently from removing it from the device. However as the conditions of device usage cannot be replicated during laboratory evaluation, it is not possible to definitively state how the kink on the wire guide could have occurred. Prior to distribution all zib6-40-10.0-60 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.